Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2015. Manufacturing site evaluation: evaluation on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). Suture broke at the moment being used for skin closure.

Manufacturer narrative:
Manufacturing site evaluation: samples received: two closed sutures packages were received. Review of stock: revised stock was verified currently do not have units of this product code and lot number. No other complaints for this material / batch code; (B)(4) units of the products material and batch number were manufactured and distributed. Reviewed the batch manufacturing record were completed, all products were manufactured and no deviations or alterations were identified during the process. Received sample (2 units), with three provided by qc, was analyzed for a endurance test and results fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective / preventive actions: not applicable.